Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 27mm navitor valve with radiopaque markers was chosen for implant with large flexnav delivery system. The patient's cardiac baseline rhythm was normal sinus rhythm. The patient's length of the membranous septum was 4.6mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient experienced complete heart block during the valve deployment procedure. The final implant depth between the intraventricular end of the valve to the non-coronary cusp was 6.1mm. On (B)(6) 2025, a permanent pacemaker (ppm) was implanted. The patient status was reported discharged.

Event description:
Clinical information: crd_1066 - envision ide, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor valve with radiopaque markers was chosen for implant with large flexnav delivery system. The patient's cardiac baseline rhythm was normal sinus rhythm. The patient's length of the membranous septum was 4.6mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient experienced complete heart block during the valve deployment procedure. The final implant depth between the intraventricular end of the valve to the non-coronary cusp was 6.1mm. On (B)(6) 2025, a permanent pacemaker (ppm) was implanted. The patient status was reported discharged.

Manufacturer narrative:
An event of complete heart block during the procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the final implant depth between the intraventricular end of the valve to the non-coronary cusp was 6.1mm the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances. Following the procedure, a permanent pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code.